Event description:
It was reported that dislocation and loosening of the patella component were diagnosed. On an unknown date, the patella component was loosening and disassociated. Revision surgery will be performed on (B)(6) 2020. After surgery, the component will be returned.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The devices are heavily damaged from wear and extraction. The devices were manufactured in 2018. The medical investigation concluded that ,per the provided x-ray images, a medially mal-tracking patella and possible avascular necrosis of the patella were likely the contributing factors to the reported early failure of the patellar component/patella. Per the product evaluation, the devices were ¿heavily damaged¿. The patient impact beyond the reported findings and revision could not be determined. No further medical assessment is warranted at this time. Should additional clinically relevant documentation be provided, the medical investigation task may be re-evaluated. A dimensional inspection was attempted but the device was too damaged from wear and extraction to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue, traumatic injury or abnormal limb loading. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Event description (b5), date implanted (d6) and explanted (d7) received and updated.

Event description:
It was reported that dislocation and loosening of the patella component were diagnosed. On an unknown date, the patella component was loosening and disassociated. Revision surgery was performed on (B)(6) 2020.

Manufacturer narrative:
Section b5 and d11 were updated.

Event description:
It was reported that dislocation and loosening of the patella component were diagnosed. On an unknown date, the patella component was loosening and disassociated. Revision surgery was performed on (B)(6) 2020, where patella and insert were revised.